Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Litigation papers allege that the patient suffers from constant severe pain in his left hip and back, has difficulty walking, loss of balance and one leg is shorter than the other. Patient is concerned about health effects of elevated metal ions in his blood and has suffered injuries as a result of the implantation with the asr hip implant.